Event description:
It was reported that the health care professional (hcp) observed this right ventricular (rv) lead is dislodged as x-ray shows the lead in the high septum instead of the apex. The hcp tested the lead and all parameters are stable and within normal range. An induction test was performed to confirm the lead was able to deliver a shock if needed. The patient is followed remotely. The rv lead remains in service. No additional adverse patient effects were reported.